Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they had large air bubbles in the reservoir by the seal at the bottom. Customer stated that it was impossible to remove the air bubbles. Customer's blood glucose reading was noted to be 142 mg/dl. Reservoirs are expected to return for analysis.